Event description:
Device malfunction: disbonded push bushing to nylon shaft. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that arteriotomy closure was attempted with the starclose device after an interventional procedure. Reportedly, the sheath splitter/cutter was misaligned and sticking up from the device. The starclose clip applier could not be attached to the exchange sheath. Hemostasis was achieved by manual compression. There was no reported adverse pt effect. During device evaluation on 02/20/2008 the push bushing was found disbonded from the nylon shaft. No additional info was available.

Manufacturer narrative:
Evaluation summary: the device was returned partially deployed. The findings do not match the reported experience that the sheath splitter/cutter was misaligned and sticking up from the device. The clip applier was attached to the exchange sheath which was partially slit to a point just proximal to the distal tip. Thumb advancement was not completed and the finish arrows were not aligned. The safety release button was fully proximal and engaged; the vessel locator button was depressed. The vessel locator wings (vlw) were collapsed. The device was opened for examination and the push bushing was found to be dis-bonded from the nylon-shaft; which resulted in thumb advancer partial deployment, collapse of the vlw and loss of access. This is considered a mfg issue. An investigation is on-going to determine the root cause for the push bushing to nylon shaft bond failure. Review of the device lot history record did not produce any findings relevant to this investigation.